Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred.